Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were in emergency room for high blood glucose with blood glucose level was 492 mg/dl and they allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had insulin flow blocked alarm and insulin pump passed manual mode. Customer was using auto mode. Troubleshooting was performed for high blood glucose level. The reservoir will not be returned for analysis.